Event description:
It was reported that 5 bd microlance¿ 3 needles were blocked during the covid-19 vaccine injections. The following information was provided by the initial reporter: "new box of microlance3 needles opens for cv19 vaccinations. Two different injectors notice difficulty/resistance in injecting after using approx 5 needles. Ceased use of these and continued with different product.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd microlance¿ 3 needles were blocked during the covid-19 vaccine injections. The following information was provided by the initial reporter: "new box of microlance3 needles opens for cv19 vaccinations. Two different injectors notice difficulty/resistance in injecting after using approx 5 needles. Ceased use of these and continued with different product."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 22-mar-2023 . H6: investigation summary a device history record review was completed for provided material number 300400 and lot number 201015. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a shelf carton of 100 units was returned. Twenty (20) random samples were selected for thorough testing. The samples were assembled with a bd discardit 2ml syringe and liquid was found to move through the cannula normally without any signs of occlusion. Inspections for occlusion are completed after assembly and prior to the release of each lot manufactured. In certain circumstances, the drug used can become deposited within the cannula, causing the needle to block due to crystallization. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time. At this time, an exact cause could not be determined for this incident.